Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was outside of use. It was reported that the system gave an alert of ¿memory is low, and there's no available space¿, which can impact imaging. Review of the logfiles confirmed the malfunctioning frontal ip-pc. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the corrupt hard disk were causing glitches. Fse replaced the hard disk and reloaded the software. After the replacement of hard disk, the system was returned to use in good working order. Later, the issue reoccurred and resolved in a different case. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027) / medical device correction (z-1151-2024). The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system gave an alert of ¿memory is low, and there's no available space¿, which can impact imaging. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.